Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, e1 (event site name and event site mail). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fault could not be reproduced during the fse's visit. Power management board was replaced (d670-00-1162) during service, as it is responsible for switching between ac and dc. Subsequent functional test and electrical safety inspection were performed and passed.

Event description:
It was reported that during the installation and training sessions, the cardiosave intra-aortic balloon pump (iabp) repeatedly switched from hybrid mode to rescue mode. Additionally, the unit was unable to transition from battery operation to mains (power supply) operation. No patient was involved.

Event description:
It was reported that during installation, the cardiosave intra aortic balloon pump (iabp) was unable to switch from battery operation to power supply or mains operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device ¿ problem code).